Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient experienced vomiting and had a headache. When a fingerstick was taken the cgm reading was 200 mg/dl, and the blood glucose reading was 700 mg/dl. The patient was given insulin with the help of their mother and was brought to the hospital. At the hospital another fingerstick was taken and the cgm reading was 50 mg/dl, and the blood glucose reading was 750 mg/dl. The patient was diagnosed with diabetic ketoacidosis and was treated with intravenous insulin, fluids and antibiotics. The patient was discharged on the same day as the day of the event. At the time of the report, the patient was feeling unwell, since she was having a high blood glucose reading, but it was understood that the patient had recovered from the reported hyperglycemic event that required hospital care. The report was made 14 days after the event date, and the patient was not in an active sensor session at that moment. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c when the patient was symptomatic. The reported glucose values fall within the d when the patient was at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.